Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Manufacturer of device is unknown. Device remains implanted.

Event description:
Healthcare professional reported, a left side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture received on (B)(6)2021. Visual analysis of the returned device identified: underweight, brown particles in the surface of the shell and opening. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted and replaced.